Event description:
The customer reported that the 840 ventilator had a loss of communication. The customer did not report if the ventilator was in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).